Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional inf from importer report: additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint number:pe:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implantation, urinary incontinence, dyspareunia and additional surgeries. 2005 underwent interventional surgery, collagen implantation and cystoscopy under local anesthesia for type 2 urinary incontinence. 2006 additional mesh implant surgery: underwent tension-free vaginal tape (vaginal sling procedure with advantage sling system), cystoscopy and anterior and posterior colporrhaphy for sui and c ystorectocele. 2007 additional interventional surgery: underwent revision of posterior colporrhaphy for dyspareunia. 2009 laparoscopic suture rectopexy for rectal prolapse, anorectal pain and bleeding.